Event description:
It was reported to vyaire medical that the vela ventilator has internal o2 leak during setup prior patient use. There is a hissing sound within the unit when the o2 is turned on. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h3, h6 and h10. Results of investigation: a vyaire medical fsr performed a work order on site. When turning on unit and connecting o2 source a loud leak would be heard from the blender of the unit. After troubleshooting found that the leak was coming from the rubber seal on the o2 regulator in the blender. Replaced regulator and leaking stopped. Performed ovp and passed. Unit meets factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.